Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a short battery life. The ICD was explanted and replaced. It was further reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead remains in use but is no longer providing pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554 implantable pacing lead 2011-(B)(6); 4296 implantable pacing lead 2011-(B)(6). (B)(4).